Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right artery. The target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. Following pre-dilation, a 28 x 2.75mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient and it was noted to be damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device evaluated by MFR.: promus premier ous mr 28 x 2.75mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination of the tip identified tip damage. No other issues were identified during the product analysis. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right artery. The target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. Following pre-dilation, a 28 x 2.75mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient and it was noted to be damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.